Event description:
The customer reported "lcd is the primary element that washes out the image." This could be interpreted as a failure to display.

Manufacturer narrative:
(B)(4). The customer reported "lcd is the primary element that washes out the image." This could be interpreted as a failure to display. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.